Event description:
Reporter states customer became unresponsive after taking normal dose of novolog; treated customer with milk and juice and paramedics were called (meter result at this time was 69 mg/dl). Customer then reportedly received result of 167 mg/dl on the compact plus system and 40 mg/dl on professional's meter within 10 minutes. Customer was treated with IV glucose and improved. Controls were run and in range. Requested return of suspect device and replacement was sent.